Event description:
It was reported that the device overheated during in-house testing. There was no pt involvement and no report of adverse consequences in this event.

Manufacturer narrative:
The investigation is ongoing. A f/u report will be filed when the investigation is complete, if the investigation details require.